Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the initial procedure? Anastomosis on aorta. Please confirm what was breaking (suture or needle)? Please confirm suture strands were breaking during. What is the procedure & event date? (B)(6) 2022. What was used to complete the procedure? 8710h different lot. Did the patient suffer from any consequence due to the issue? If yes please provide more details no. Could you please confirm if the 36 pieces to return are just samples or did these devices present the issue? Please confirm presented issue. Additional information was requested: information received states that 36 sutures presented the quality issue of intra-op suture breakage. Please confirm that all of these devices presented this issue during this one procedure. If not, please confirm the number of procedures this was experienced. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, the following was obtained: additional information received from the hcp via email: not all items presented this issue. However, there were enough that the clinicians did not want to use this lot anymore. I returned all the lot we had remaining to ethicon. I do not know the final count of how many presented with this issue as they were used on a patient. Since they were used, they were discarded appropriately. The clinician reporting it did not provide a quantity on how many broke before they changed lot numbers. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the initial procedure? Anastomosis on aorta. Please confirm what was breaking (suture or needle)? Please confirm suture strands were breaking during. What is the procedure & event date? (B)(6) 2022. What was used to complete the procedure? 8710h different lot. Did the patient suffer from any consequence due to the issue? If yes please provide more details no. Could you please confirm if the 36 pieces to return are just samples or did these devices present the issue? Please confirm presented issue. Additional information was requested: information received states that 36 sutures presented the quality issue of intra-op suture breakage. Please confirm that all of these devices presented this issue during this one procedure. If not, please confirm the number of procedures this was experienced. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.